Manufacturer narrative:
(B)(4). Date sent: 01/22/2021. D4: batch # u5d11w. H6: component code = others (g07). Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The device opened and closed without any difficulties noted. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the jaws did not open after load inserted. Another like device was used to complete the procedure. Device was not used on patient. There were no adverse consequences for the patient.